Event description:
The patient reported loosing communication while charging due to her ipg moving. The patient stated the ipg feels like it is protruding out. The patient was advised to use the charging belt while charging. The patient is to contact the sjm representative after she charges her ipg again.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.